Event description:
Used on a pt. This is the ta4004 flush device complaint and we identified that the flush device had not been used for the pressure measurement. The problem happened during use of ta4004 which was set for the purpose to prevent the clot in the lumen of cvc (double-lumen) so that we identified this complaint as off label use. However we have to investigate the root cause about this defect to avoid the similar complaint in the file for the product that already has been delivered. Please note that bdj had done the voluntary recall due to ta4004 flush device defect 7 years ago. (Detailed info) 1000 cc saline with heparin was infused to the pt within 3 hours. ( two defective ta4004 was used, 500mlx2=1000ml) the pt is the person requiring the dialysis. The failure was found out by the ICU nurse. According to this failure, although the pt should have been originally terminated in one dialysis. However, user carried out the second dialysis because a saline was given to the pt excessively. Then, user performed flow flush test for unused other ta4004. As for one of used samples, they found that the flow rate was 50ml/hour. So user required us to investigate the root cause. Please investigate about 7 samples that we corrected from the user. As for used sample, user disposed due to infection pt.

Manufacturer narrative:
The cause of the reported incident is likely due to the sink mark observed in the supplied ta4004 housing. The sink mark created an opening between the stopper (o-ring) and the wall of the housing which resulted to an increase in the flow of more than 2-4cc per hour and leakage under 300 mmhg. Awareness training was conducted in 30 sep 2011 for production associates on the received complaint and emphasized the awareness on void and leakage failure. To increase the detection, the outgoing sampling inspection was switched from normal to tightened inspection effective 30 sep 2011. The mold used for the supplied ta4004 housing p/n 091002-000-419 rev 2 which was manufactured in june 2009 is no longer been assembled in production. The current production inventory in the assembly line is using the new mold under p/n 091002-000-419 rev 5. Future complaints would be monitored to evaluate trend for investigation.